Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
A company representative reported sidecut was not cut correctly. Upon follow up, no error messages were noted. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system and was unable to confirm or replicate any system nonconformity, which may have contributed to the reported event. The system energy levels and cut depth settings were checked and found all settings to be within specifications. The system was then tested and met all product specifications. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).